Manufacturer narrative:
Block b3 the event date is an approximate. The exact event date was not provided by the complainant. Block h6 device code a1401 is being used to capture the reportable event of balloon deflated. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Additional information block b5: updated with the device explant date. Block d6b: the explant date is an approximate. The exact event date was not provided by the complainant. The reported explant date is before the implant date. We completed a good faith effort to obtain the information, but further clarification to explain the contradiction was not provided to bsc. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2025. During the ongoing use of the device, the patient reported blue urine. However, the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline. The balloon was explanted on an unknown date. No patient complications were reported as a result of this event. According to information received on (B)(6) 2025, the balloon was explanted in (B)(6) 2025. Good faith efforts to obtain the information were sent; however further clarification was not provided to boston scientific.

Manufacturer narrative:
Block b3: the event date is an approximate. The exact event date was not provided by the complainant. Block h6: device code a1401 is being used to capture the reportable event of balloon deflated. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2025. During the ongoing use of the device, the patient reported blue urine. However, the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline. The balloon was explanted on an unknown date. No patient complications were reported as a result of this event.